Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the communicator was not syncing with the ins and they kept getting the 'device is not responding' message. The patient stated that they called a company representative this morning and they walked the patient through some troubleshooting steps, but the patient continued to get the 'device is not responding' message. The patient mentioned that the company rep was able to connect to the ins after the implant procedure yesterday, so they weren't sure why it wasn't connecting for them at home. The patient repositioned the communicator over the ins several times during the call, but synchronization was unsuccessful. The patient said they will see if their wife can help them position the communicator over the ins. Patient mentioned that they have a follow up appointment with their managing hcp in a couple of weeks. Patient was advised to follow up with hcp to further address the issue if needed.